Event description:
The consumer states, he was sitting at a restaurant with his legs under the table, when without touching any part of the controller, the tilt function allegedly activated and raised his legs, causing them to be crushed under the table. No injury is alleged.

Manufacturer narrative:
Manufacturer received information, a consumer was sitting in their chair while the chair tilted unintentionally alleged pining his legs under a table. No serial number has been provided at this time. The consumer alleges, he is having issues with his tilt function of the chair, and is seeking a service center to have device repaired. Product has not been returned for service at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.